Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that all other tests ordered for the patient repeated as expected, except for calcium. Quality controls were within range at the time of event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a vessel jam in the waste tubing. The cse cleated the jam and reset the instrument. The cse also cleaned sample 2 and reagent 3 and 4 drains. Patient correlation testing was performed, resulting as expected. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.